Event description:
Report rec'd from the USA stating the device was "overheating." The device was being used during knee surgery. The date of the event is unk. No pt or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent.